Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with the power cord of a kangaroo e-pump. The customer reported that the e-pump powerpack had arcing. It was noted that there was melting on both sides of the adapter.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.